Event description:
It was reported that a spectrum pump alarmed downstream occlusion.this occurred during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.(B)(6) the device was received for evaluation. During functional testing, the customer reported " downstream occlusion" was not reproduced. The device was tested for downstream occlusion detection with passing results. A review of the event history log identified downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the tubing guide depth out of range and the downstream sensor current reading out of range. The force sensor requires scale factor calibration and the tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.